Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer was getting the no delivery alarm prior to the hospitalization. Troubleshooting was not possible during the phone call because one of the buttons on the insulin pump was not responding. Advised the mother that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.